Event description:
The account alleged the brake pedal locks and when the bed is moved the brake pedal pops back up. No pt impact.

Manufacturer narrative:
The tech found the cause to be the brake mechanism block assembly bushings. The tech replaced the bushings on the brake mechanism block assembly to resolve the issue.